Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery cover for power module is missing and cannot be located. Additional information states that the power module was exchanged. A replacement battery door was received.

Manufacturer narrative:
Section h4: additional information section h5, h8: correction manufacturer's investigation conclusion: the customer reported that the power module battery door was missing from the unit. The backup battery door on the power module is removable and secured onto the housing with a captive screw. The customer requested a replacement door. Technical service sent a power module backup battery door to the customer. The unit had been in use for approximately 8 years. No product or parts were returned for evaluation. The power module assembly (pn 103286) was built in aug 6, 2012. The top assembly (pn 1340) was packaged and placed into inventory on aug 15, 2012. The unit was sent to the customer on aug 24, 2012. The unit had no previous services. Power module care and maintenance are addressed in the heartmate 3 lvas instructions for use and the heartmate power module instructions for use. The heartmate 3 lvas IFU states that damaged or worn equipment should be replaced. No further information was provided. The manufacturer is closing the file on this event.